Manufacturer narrative:
The hill-rom technician found the bed's scale had been reading inconsistent. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician calibrated the scale to resolve the issue. The technician thoroughly tested the bed exit sys and it functioned as designed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the scale was reading inconsistent weights. The bed was located in the bed shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).